Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(6), and was visually inspected. Results: visual inspection revealed that the gas inlet port and the front enclosure were damaged. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damages observed were most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900aeu neopuff infant resuscitator had cracked. Cosmetic damage was also observed on the front fascia. Some of the screw plug/covers on the bottom and top caps were missing. These were observed before use on a patient.

Manufacturer narrative:
(B)(4). The subject rd900aeu neopuff infant resuscitator is en route to fisher and paykel healthcare in (B)(4) to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900aeu neopuff infant resuscitator had cracked. Cosmetic damage was also observed on the front fascia. Some of the screw plug/covers on the bottom and top caps were missing. These were observed before use on a patient.